Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not wearing a mask. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin (intraperitoneally (ip), titrated doses of 2 grams then 1.5 grams, frequency not reported) for peritonitis. Eight days later, the patient was retrained in aseptic technique. Three days after retraining, the patient was treated with vancomycin (ip, 2.5 grams, frequency not reported). The patient¿s peritonitis symptoms had resolved at the time of the report. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.